Event description:
The customer reported that while processing a plate on ortho summit processor, the customer reported that the osp scanner misread two plates. No error was reported. No death or serious injury was associated with this incident. Note: this event is past the 30-day reporting window. It was determined to be a reportable event during a review of open complaints.